Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis, coincident with automated peritoneal dialysis therapy. The fungal peritonitis was manifested by abdominal pain and fever. On the day of onset, the patient was hospitalized for the fungal peritonitis. The cause of the fungal peritonitis was unknown. Beginning on the day of onset, the patient was treated with intravenous vancomycin (dosage, frequency, and duration not reported) and an unknown intravenous antifungal medication (medication, dosage, frequency, and duration not reported) for the fungal peritonitis event. On an unknown date and after an unknown number of days of hospitalization reported to be "a few weeks". The patient was discharged. On an unknown date during hospitalization; extraneal and dianeal therapies were stopped, the peritoneal dialysis catheter was removed, and the patient was started on hemodialysis therapy. At the time of this report, the patient was on in-center hemodialysis therapy. It was unknown if the patient was recovered or was recovering from the fungal peritonitis. No additional information is available.